Event description:
It was reported to the sales representative that when the surgeon inserted the medpor coated tear drain into the duct, the medpor coating on the tear drain pushed back and wrinkled. It was reported that the coating fragmented a bit as it was pushed back and was forced over the flared end of the tear drain. It was reported that the surgeon used a trocar to dilate the opening significantly and inserted another medpor coated tear drain in the duct without any medical intervention. It was reported that there was a fifteen minute delay during the surgery.

Manufacturer narrative:
A review of the device history records for this lot determined that all processes and test criteria are within the medpor coated tear drain implant finished product specification.